Event description:
It was reported by a customer that on (B)(6) 2012 the cap of the fiber melted and the glass at the top of the fiber cracked at 160,123 joules. Add'l info reported by the customer was the beam was tested prior to use inside of the pt and at the time of the testing the beam was intact. The beam was visible. During the procedure, the pt did not experience any harm from the incident. There were not error codes that were displayed on the console when the event occurred. The user did not experiencer any injury from use of he system. A second fiber was used and the physician was able to complete the procedure without any further problems. The pt did not have any issues post operatively.

Manufacturer narrative:
(B)(4).